Event description:
The customer states that the display has different lines on the display. No other information is provided. Customer states there is no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.